Event description:
One touch ultra meter had no power since 4 days. The issue was not resolved with troubleshooting. Two days after the meter stopped working, the patient had symptoms of dizziness and thirst. They went to the hospital where the lab result was 225 mg/dl. Patient was told they had a virus and was also dehydrated. Patient had tried replacing the batteries in the meter, but the power issue still persisted. No further clinical information was provided.